Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional far field r-wave (ffrw) oversensing as noted on the electrogram during interrogation. The caller reported they will leave programming as is to observe since there were no inappropriate mode switches detected due to ffrw. The lead remains in use. No patient complications have been reported as a result of this event.